Event description:
During follow-up, noise was observed on the atrial and ventricular channels. The event was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
The reported event of device generating noise was not confirmed. The pacer was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed, under nominal settings indicated normal functionality. Further sensitivity evaluation tested under maxim sensitive level measured normal sensing parameters, and no noise was observed. Additionally, visual inspection of the header and connectors detected no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.